Manufacturer narrative:
"A representative slit lamp photo was received from the physician that indicates the lens was discolored and not considered to have an occlusion as originally reported. The reported event is not considered a reportable malfunction as initially reported." The statement incorrectly included "occlusion." The "occlusion should be replaced with "opacification" as "opacification" was originally reported. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Not applicable as to date the lens remains implanted, therefore, not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) implanted in a male patient in (B)(6) 2013 has now a smoky appearance. The surgeon clarified that the "smokiness" meant that the lens has a homogeneous cloudy appearance. It looks much like what one sees with capsular bag distension syndrome but within the material of the lens. No negative outcomes. The patient is completely asymptomatic, no glares and great acuity. There are no plans to explant the iol. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
A representative slit lamp photo was received from the physician that indicates the lens was discolored and not considered to have an occlusion as originally reported. The reported event is not considered a reportable malfunction as initially reported. Device evaluation: the intraocular lens (iol) remains implanted; therefore a product investigation was not conducted. The customer's reported event cannot be confirmed. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing process record was evaluated. No non-conformance reports (ncrs)/deviations/discrepancies were issued during the manufacturing process of the production order. The review indicates that the product was manufactured and released according to specifications. A search revealed that this is the only investigation request generated under this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the historical complaint review, manufacturing record review, and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.